Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report missing sensor wire on (B)(6) 2014. Patient's mother claimed that after new sensor insertion, receiver read "unable to detect sensor." Patient's mother removed sensor pod and stated that no sensor wire was visible. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4).